Manufacturer narrative:
Since no device has been received for analysis, no physical product investigation can be performed, and the customer complaint cannot be confirmed. However, a product investigation was completed based on the received photograph of the complaint device. Device investigation details: a picture was received for evaluation following biosense webster's procedures. According to the picture provided by the customer, the hemostatic valve was dislodged inside the hub component. This issue could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; however, this could not be conclusively determined. A device history record was performed for the finished device 00001927 number, and no internal actions related to the complaint were found during the review. The issue reported by the customer was confirmed based on the picture received. The device has not been returned for analysis and is not possible to assign a root cause based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The hemostatic valve was broken. It was reported that hemostatic valve was damaged during the procedure. They changed to another sheath to complete the procedure. There was not any impact to patient. The entrance of sheath was blocked, to be exact, the entrance of sheath from where the inner sheath enters was blocked. The bwi company representative stated that there was no section that was broken. The hemostasis valve (gasket) did not dislodge inside the hub. The sheath was not being used on the patient; the problem was found before entering into the patient's body. Photo attached reviewed. Hemostatic valve separation is MDR-reportable.

Manufacturer narrative:
On 7-oct-2022, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. Device evaluation details: visual analysis revealed that the hemostatic valve was dislodged inside the hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off axis angle of insertion. Valve dislodgement occurs when extreme off axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide) a device history record was performed for the finished device batch number 00001927, and no internal actions were identified. The issue reported by the customer was confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)